Event description:
The mechanism malfunctioned that would allow the doctor to deflect the ablation catheter to the preferred angle. There was no break/pieces, and the catheter was outside the body. The manipulation of the catheter was typical of the procedure performed. New catheter obtained for procedure.